Event description:
Patient had an arrow IV placed on (B)(6) 2023 and it was discontinued on (B)(6) 2023 as the site was symptomatic. IV removed, a leak was identified to be coming from the catheter near the hub. Upon inspection, a hole was noted in the catheter.